Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass noted. Failure analysis was unable to perform displacement test due to lcd physical damage. Cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The mother reported via phone call that the customer had a cracked insulin pump. The mother stated the damage occured when the customer banged it against the edge of a bed. Customer stated there was a crack three fourths of an inch long on the center of the screen. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.